Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be identified. The device was not returned.

Event description:
It was reported by the customer, during preparation for use for a nasopharynx endoscopy, the high-definition liquid crystal display (lcd) monitor would not power on. The intended procedure was cancelled. No other devices were involved in the event. On monday, (B)(6), 2021, the customer was able to reboot and turn on the monitor. No other issues had been noted since monday. No patient harm reported.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer confirmed the rocker switch was in the on position and that on the monitor, there were no lights on. The customer was advised to connect a different power cable into a different outlet; however, the monitor would not power on. The customer was informed the monitor would need to be sent to the olympus national service center for evaluation and repair. No further troubleshooting was required. The customer had decided not to return the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.